Manufacturer narrative:
.

Event description:
Biomed requested event log review to evaluate suspected underinfusion. Stated levophed was to infuse at 46.9 ml/hr over 6 hours. When bag was expected to be empty, it still had 100 ml left. Patient had no harm and no medical intervention was required. Day shift nurse states levophed 8 mg/250 ml was hung as primary infusion at 6:30 pm due to patient's dropping bp. Rate was left at 46.9 ml/hr (25 mcg/hr) but bp was not responding. At approximately midnight, night nurse noted 100 ml left when bag should have been empty. She replaced bag, tubing and pump with new set-up at around 1 am in 2008, and bp responded as expected. She was able to titrate rate down, and eventually levophed was turned off around 9 am. IV bag and tubing were not saved. Device event logs received and investigation is ongoing. Follow-up report will be filed when investigation is completed.